Event description:
Initial setup of light cords with light too bright and unable to autofocus. Light cords exchanged and stryker assessed, unable to fix. Cords transferred to other light and camera box in room, issue fixed. Subsequently, camera monitors all flashing colored screens intermittently during laparoscopic procedure. Occurred >6 times in 1.5 hours. Stryker called and unable to address issue. Tower brought into room and procedure rerouted to video tower. No flashing with video tower. Manufacturer response for 1688 camera box and lightbox, 1688 camera box and lightbox (per site reporter). Stryker called and unable to address issue.